Event description:
Case date: (B)(6). Code (B)(4). Codman microsensor. Product will be returned x 2 for examination. Two different lot numbers( to follow). It is alleged that 24h following the implantation of a microsensor the icp express box showed a command of p-0 and was not showing the mean icp. The microsensor was changed. Everything worked fine for 20 minutes with the new microsensor and then that showed the p-0 sign as well. Icp express box and cable were swapped but no change in status. Microsensor was removed and a third microsensor was implanted. This worked for approx 2 minutes and again showed p-0. There was no further microsensors implanted. (B)(6) 2015 per sales rep 3rd sensor was discarded.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.